Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. A review of the device's activity log did show several battery related issues on various dates. However, the log showed a possible problem with ac power, which can result in an inability for the device to be used to charge the battery via ac. The customer was contacted and indicated that they use a mix of zoll and non-zoll battery packs. The event battery pack, or ac power cord, were not returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) the device was intermittently unable to power on. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.